Event description:
During video assisted thoracic surgery (vats) procedure three (3) 1 cm ports were inserted to obtain biopsies. There were a reasonable amount of adhesions of three lobes to the parietal pleura. Ports were used for camera, grasper, cautery, gauze, suction and stapler. Right lower lobe (rll) and right middle lobe (rml) wedges obtained using 60mm green load (60-4.8mm). Right upper lobe (rul) wedge was too thick to fire autosuture device, so another firm's 60 mm stapler was used. One laparoscopic specimen bag was used to retrieve wedges. Postop chest x-ray (cxr) demonstrated metallic opacity in the right lung field, not present preop. CT verified a metallic object in pleural space adjacent to parenchyma of rll, approximately 9x7mm with one rounded and one flat end with s-shaped region in the center. Initially the surgeon thought the retained metallic object likely a fragment of disposable instrument or the specimen bag. Upon investigation, the metallic object was found to be a part of the staple load that apparently dislodged from the device. The radiologist confirmed that a part of a new green autosuture load was identical to the retained metallic object in size and shape with s-shaped center described in the CT report. The retained object is thought to be a low risk for harm to patient due to size and location in pleural space.health professional's impression:although multiple devices were inserted through ports, the surgeon could not identify a specific reason why the metal piece dislodged from the staple load.